Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on(B)(6) 2016, that on (B)(6) 2016, the receiver displayed err214. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log could not be retrieved and functional testing could not be performed. The reported event of an err214 display was not confirmed. A root cause could not be determined.